Event description:
Caller reported that their pump screen went dark and would not turn on, despite attempts to troubleshoot by pressing the button and plugging into a power source. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to return the malfunctioning pump and was sent a replacement pump with updated software. Caller acknowledged the instructions for using the replacement pump, including advice on sensor usage, and plans to use mdi as a backup therapy to ensure insulin delivery is not interrupted.